Manufacturer narrative:
Investigation summary our quality engineer inspected the photographs submitted for evaluation. Bd received six photographs which displayed a white foreign matter which is visible on two of the catheter tips. The white-clear material observed near the catheter tubing was confirmed to be non-foreign (plug shavings) which resulted from manufacturing during the equipment cleaning process. A device history record review showed no non-conformance's associated with this issue during the production of these batches. Correction action was implemented to improve the equipment cleaning process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a defective catheter occurred with a bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.00in. The following information was provided by the initial reporter, "catheters were defect and hcp couldn't puncture." 3 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defective catheter occurred with a bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.00in. The following information was provided by the initial reporter, "catheters were defect and hcp couldn't puncture." 3 occurrences were reported.